Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . Batch record review: lot 9d02697 was manufactured on 4/23/2019, form fill and seal #1 manufacturing line. With a total of (B)(4) market units. Complaint investigator ID (B)(6) performed a batch record review on 05/apr/2021, description natura lp57 ac dura cvxctf13-35 1x10nai, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there are 6 photographs associated with this case. No unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. Photos were received for complaint (B)(4) but the condition could not be confirmed through the pictures provided. No pictures were received for the rest of the complaints and per customer description there is no product malfunction confirmed should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer rolled down on her skin and caused a cut to the stoma. She had a small amount of bleeding to which she applied gauze to stop the bleeding. She stated that the bottom of her stoma looked like a red "bloody mess". She also stated that she had red and raw skin for 3-4 years. She noted that she is allergic to latex. She applied nystatin powder to her skin, which was not prescribed for this event. She did not seek medical attention for the cut. Picture of the alleged malfunction was provided by the complainant.